Event description:
It was reported there was a no disposable clamp tubing alarm. Stopped pump, yet continues to alarm. Powered off and line clamped. Cassette removed and tubing massaged. No green tab noted. Air noted. Reconnected and powered on. Clamp opened and pump restarted. There was no patient injury noted.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. (Catalog number and UDI number) and operator of device are unknown, no information provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-6500-00. D4: correction: model number: 6500.